Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s lead migrated and the patient experienced a loss of coverage. A revision was performed on (B)(6) 2018, and the lead was replaced. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead was kept in place and revised during the surgery. No further complications are anticipated.